Event description:
It was reported that device movement occurred. A left atrial appendage (laa) closure procedure was performed. Ostial pre-measurement was 23.2mm and depth was 27.6mm. Transseptal location was inferior and posterior-mid. Transseptal was difficult due to the position of the septum in relation to the inferior vena cava. A non-boston scientific (bsc) sheath was used and access into the laa was gained with a pigtail catheter and a watchman double curve fxd sheath. The appendage was a bi-lobed windsock. The posterior lobe was separated by a septum that came up relatively higher that accessing the depth in the anterior lobe may constrict the distal end of the device. The deployment of the 31mm watchman flx device was started just past the bifurcation. A combination of the unsheath and advanced technique was used. The watchman device was deployed with the shoulders at the ostium. A 10 second hold was performed with an additional warm up period of 30 seconds to 1 minute to allow the device shoulders to expand and totally occlude the laa. Position was evaluated in all four standard transesophageal echocardiogram (tee) views. A tug test was performed, and no visual change was noted. Compression measurements were taken in the four standard tee views and were within range for a 31mm device. The watchman device was released. Upon groin closure, the echocardiogram cardiologist performing the tee noted that the watchman device position had changed and that it had shifted proximally. The device anchors on the posterior inferior side disengaged and the anchors on the ridge side were still engaged. The appearance was if it were about to move out of the laa. At that point it was decided that the watchman device needed to be snared out of the laa and to implant another device. An 18fr non-bsc sheath was used at the groin. The non-bsc sheath was used to recross the atrial septum in the same location as previous deployment. The non-bsc sheath was exchanged over an amplatz super stiff wire, in the left upper pulmonary vein, for a non-bsc cryo ablation steerable sheath. The bioptome used was a reprocessed tool attained from gastrointestinal. With the cryo sheath in the left atrium, the bioptome was inserted and put into position with the use of fluoroscopy and tee. Once in the correct position with the bioptome forceps, the remaining part of the watchman device that was engaged with the laa was safely detached and pulled into the cryo sheath successfully. The watchman device was removed successfully. It was then decided to reimplant another 31mm watchman flx device. A slightly different trajectory in the left atrial appendage was performed. One full recapture was performed on the second 31mm watchman device because position was too proximal. Three tug tests were performed. Compression measurements were taken in the four standard tee views and were within range for a 31mm device. Another three tug tests were performed with additional compression measurements. No change was noted. After an additional couple minutes of waiting, another set of three tug tests were performed to verify the posterior inferior anchors were engaged into the posterior location of the appendage. One more measurement was made to make sure there was no change. No change in position was noted on tee. Upon removing the watchman fxd double curve sheath out of the left atrium and closure of the groin, pericardial space was checked to verify no effusion was noted and device position was unchanged. Closure of the laa was successful. No adverse event with the patient was noted.